Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the ipg was explanted and replaced with another model which resolved the issue. The ipg issue reported under MFR report # 1627487-2015-23570. Reportedly, the patient had effective stimulation postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced jolting/shocking sensation at the battery site (ipg reported under MFR report # 1627487-2015-23570-001) and throughout the body multiple times( date of event unknown) . As a result, the patient stopped using the device. Surgical intervention may be taken at a later date to address the issue.